Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous low na, k, and ca and high cl results generated by the synchron cx9 alx clinical systems. On one instance the erroneous results were reported out of the laboratory. Patient was redrawn and the results were different from the initial run. Patient treatment was not impacted by this event.

Manufacturer narrative:
The ise system is calibrated every 24 hours. Qc samples are run every 8 hours. Prior to the event, qc sample were within established ranges. A bci field service engineer (fse) replaced the ratio pump seals and adjusted the e-cam tubing. The repairs were verified by a precision run. A clear root cause can not be determined for this event.